Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experience high blood glucose and button/keypad anomaly. The customer is having difficulties with pushing buttons. The customer's blood glucose was 356mg/dl and treated with bolus and it went up to 430mg/dl. Customer changed infusion set and it went to 465mg/dl. The customer treated with manual injections. The customer stated their blood glucose is getting higher and concerned about the insulin not delivering. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The pump was received with no button response due to flattened button dome switches. The lcd board was inspected and no anomaly was noted. Unable to perform the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to no button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.